Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that, while in use on a patient, an 840 ventilator generated a battery failure alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference number: (B)(4). Although medtronic-covidien was not authorized to conduct a failure/repair investigation, the customer returned one breath delivery (bd) printed circuit board (pcb). An investigation was performed on the returned component and the alleged malfunction was confirmed.